Event description:
It was reported that the compressor was frequently switching to standby mode. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation carried out on-site by our field service engineer was able to confirm the reported failure, that the compressor was frequently switching into standby mode. After replacement of the printed circuit (pc) board, the compressor was running as expected and the device was returned back to clinical usage. The returned pc board was installed in a reference compressor and simulated-use tested successfully, i.e. Without any faults/deviations detected during a long time test. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation. The reported issue was not reproduced in our reference compressor, therefore the root cause could not be determined from this investigation.

Event description:
(B)(4).